Event description:
It was reported that during a da vinci-assisted incisional ipom hernia surgical procedure, an error was occurring on the integrated electrosurgical unit (iesu) generator. The customer restarted the system and the iesu generator with no change. The intuitive surgical inc. (Isi) technical support engineer (tse) had the customer check connections on the back of the iesu generator and found one that was loose. The customer tightened it and the grounding pad was then recognized and the issue was resolved. The customer later called back and stated that the m-02 error came back and now they were getting a few other errors every time they fired monopolar energy. The bipolar was also flashing a question mark on arm 2. The customer replaced the bipolar energy cable and was able to resolve that issue. The tse had the customer remove the foot pedal control cables from the back of the iesu generator and hard power cycle the iesu generator. When the customer tried to use monopolar energy, the m-02 error came back. The tse asked customer if they had a force triad generator. The customer did, but they did not have the connection cable to hook to the vision side cart (vsc). The surgeon then decided to convert to laparoscopic surgery. Isi performed follow-up and obtained the following additional information: according to the robotics coordinator, the procedure was converted to laparoscopic due to the robot not being able to be used. The robotics coordinator mentioned that they would have preferred to have completed the surgery robotically, but the patient tolerated the laparoscopic surgery well. The system was inspected prior to use and started up normally without any issue. The issue occurred 10 minutes into the procedure. There were no outside influences that were impeding the movement of the system. The system was restarted and the drapes were reseated, but the issue continued. The robotics coordinator stated they had to increase the port incision from 8 mm to 10 mm and the patient had to stay overnight with some pain compared to if the surgery would have been robotic.

Manufacturer narrative:
Based on the current information provided, the root cause of the reported event can be attributed to non-recoverable errors on the vio integrated electro surgical generator unit (iesu). An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the vio iesu. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the vio iesu involved with this complaint and completed the evaluation. Failure analysis confirmed and reproduced the reported complaint. The unit was placed on an in-house system and was run in normal mode. The unit will be returned to OEM for repair. No image or video clip for the reported event was available for review. A review of the site's system logs for the reported procedure date was conducted by tse. Investigation revealed the following possible related system errors: 25913 - iesu error: m-02 - module timeout (a module did not send its status message within the expected time. Additional logs confirm system via (B)(4) was used on (B)(6) 2022 for an incisional hernia ipom procedure. This event is being reported due to the following conclusion: during a da vinci-assisted incisional hernia ipom surgical procedure, the vio integrated electro surgical generator unit (iesu) was generating non-recoverable errors. The surgeon elected to convert the procedure to laparoscopic surgery. The port incisions had to be increased from 8 mm to 10 mm and the patient had to stay overnight with some pain.